Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cysto-nephro videoscope was leaking from the curved rubber (insertion tube bending section). There were no reports of patient or user harm. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, the forceps channel port was found to be shaved. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing of the unit, the forceps channel port was scraped, caused by physical stress. In addition, a cut on the connecting tube caused a loss in water tightness. The adhesive on the a-rubber was detached, caused by chemical and/or physical stress; there were scratches and a wrinkle on the connecting tube, and scratches on the control unit, switch box, s-cover and universal cord. An appearance defect on the rubber cover of the forceps channel was caused by handling. A cut on the protector of the universal cord was caused by physical stress. A worn angle wire caused the bending angle in the up direction to be less than standard value. A damaged angulation lever did not move smoothly and caused an abnormal sound. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.